Event description:
During a declotting of a dialysis graft located mid arm, the doctor was tracking an 8x80 fluency with a catheter. The catheter kinked and there was a little pressure getting it around the turn. The doctor could not deploy the stent graft, so he removed it and went with an 8 x 40 which he successfully deployed.